Event description:
Surgery for 3 hernias. Bard mesh was used. Info has been received stating that the mesh is causing complications. Doctor wants me to undergo another operation. Dates of use: (B)(6) 2010 - (B)(6) 2011.